Event description:
It was reported upon post-operative follow-up appointment and subsequent x-ray of previous procedure one of the two screws on the caudal level (l3) has backed out several millimeters.

Manufacturer narrative:
Method: device not returned; results: because the device has not been sent back for evaluation, the root cause of the reported event could not be determine conclusively. Conclusion: the customer reported event of a screw backout was confirmed via the review of the attached x-rays. However, the device remains implanted and is unavailable for evaluation. The reported event has not resulted in any harm. Because the product has not been sent back, an inspection could not be performed to aid in root cause determination. Furthermore, no lot information has been provided, so a manufacturing review could not be performed.

Event description:
It was reported upon post-operative follow-up appointment and subsequent x-ray of previous procedure one of the two screws on the caudal level (l3) has backed out several millimeters.